Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic/silicone of the jaws broke off into the patient and was retrieved with the jaws of the replacement device that was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the facility for investigation. Signs of clinical use was observed. There was blood and charred tissue detected on the jaws and the handle. The silicon covering was observed to be in tact, with no peeling or cracks. The heater wire was observed to be flexed at the center of the hot jaw, while remaining attached at the tip and base of the jaw. Based on the returned condition of the device, and the results of the investigation, the reported failure "peeled jaw" is not confirmed. The analyzed failure "material twisted/bent; wire" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic/silicone of the jaws broke off into the patient and was retrieved with the jaws of the replacement device that was used to complete the procedure. The hospital did not report any patient effects.